Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation determined the reported difficulties, patient effect, and treatment appear to be related to the operational context of the procedure. It was reported that during stent deployment, the guide wire became entrapped by the deployed stent. A withdrawal of the wire was attempted, it is likely that the withdrawal of the entrapped wire contributed to the stretched coils, a core break, and a core separation. The separated portion remains within the patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6: medical device problem code 2017 was removed and code 1212 was added.

Manufacturer narrative:
H6 medical device problem code: 2017 - failure to follow steps / instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification. The left main into the left circumflex coronary artery was stented and this trapped the balance middleweight universal ii (bmw) guide wire behind the stent. There was no resistance during advancement or removal. Upon withdrawal of the bmw guide wire, it was noted that the wire was unraveling. A microcatheter was advanced behind the left main stent and was used to withdraw the wire but the wire snapped. The separated piece was unable to be snared, and it remains behind the stent and the tip of the wire is in the small diagonal artery. There were no adverse patient sequela. No additional information was provided.